Manufacturer narrative:
H6: corrected manufacturer narrative: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2019, and then experienced revision surgical procedure on (B)(6) 2022 approximately 3 years and 1 month after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
D10: concomitants: 5757544 02-010-03-0330 - logic cr femoral cem, right, sz 3 5582669 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t 5834023 02-012-60-1440 - tru stem ext 14mm x 40mm 5893660 200-02-35 - three peg patella 35mm 5844746 204-70-00 - tibial stem ext. Screw these devices are used for treatments, not diagnosis. There is no other information available.